Manufacturer narrative:
Device was returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Additional physical investigation was performed on the device, but the alleged issue wasn't confirmed. Functional analysis of the pump confirmed the pump successfully primed and flowed within specification. The unit flowed at 93% efficiency. The pump primed and flowed within specification. No issue was found with the pump. Potential root cause for the alleged event was not established. Internal complaint number: (B)(4).

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that on (B)(6) 2019 prometra 20 ml pump was explanted due to volume discrepancies. The patient exhibited withdrawal symptoms. It was reported that the physician requested an explant.